Event description:
Consumer reported that the implant did not survive. Osseointegration was not obtained.

Manufacturer narrative:
Consumer reported that the implant did not survive. Osseointegration was not obtained.